Event description:
Dealer stated end user was using walker and wheel came off and he fell backwards and hit head on the hinge of the door. Dealer stated end user's wife advised he is on coumadin. Dealer stated enduser wife advised enduser was taken to the emergency room and received a cat scan and x rays. Dealer sated enduser wife advised enduser had no blood on brain or broken bones he is just sore. Dealer stated enduser wife advised there is a gash in her linoleum. Follow up with consumer affairs: end user was seen at hospital and had no broken bones or issues other than bruising and soreness. It is unknown how linoleum got a slice in it.